Manufacturer narrative:
A service visit was made. A small saline leak was detected at the rear unit exit that runs to the fluidics module. Performed qc assays with acceptable results; ran aborh assay on 4 patient samples with acceptable results. Testing was performed with the customer's patient sample using retention capture-r ready-screen (3), lot r025, on an in-house echo. The sample exhibited strong (3+) reactivity with d-positive cells I and ii and was nonreactive with d-negative cell iii. Explained to the customer that one of the limitations of the capture is that passively administered antibodies, such as anti-d due to rhig administration, may not be detected.

Event description:
Customer reported unexpected negative reactions with cells I & ii of capture-r ready screen (crrs)(3), when testing a patient sample containing anti-d due to rhig administration. No adverse reactions occurred as a result of the unexpected negative reactions.